Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(4). Lot number unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two zipfix application instruments were not tensioning and/or were slipping during the sternal closure. The event occurred during an unspecified heart surgery. The patient's post-operative status was reportedly fine. There was a surgical delay reported but the duration of the delay is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarified / additional information: it was reported that the zipfix application was not tensioning and/or was slipping during the sternal closure. The surgeon was attempting to use a zipfix tie in order to close the patient's sternum, however, the device would not lock. It was noted by the surgeon that the three (3) complainant devices have been in use since (B)(6) 2014 and have been used in (B)(4) cases (mostly coronary artery bypass procedures). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned application instruments for sternal zipfix (lots 8726854, 8726864) and sternal zipfix (lot 9513032) are part of a system intended for fast, stable fixation of the sternum. The instrument is designed to consistently tension and cut implants. The zipfix implants are made of biocompatible (peek) and enables fast sternal closure with consistent tension along a sternotomy or fracture of the sternum. One of the returned application instruments (lot 8726854) was received with minor superficial marks indicative of light usage and the clamp portion of the application instrument did not exhibit any damage which would prevent it from gripping/tensioning implants. The instrument was tested with the returned zipfix implant and it was determined that the complaint condition was unconfirmed because the instrument was capable of engaging with the implant as intended. Since the complaint condition for one of the returned instruments (lot 8726854) was not confirmed, further investigation including drawing review and failure mode evaluation is not required. The other returned application instrument (lot 8726864) was also in decent shape with minor superficial marks indicative of light usage; however, the trigger of the instrument got stuck every time it was squeezed. The returned zipfix implant was received with its needle portion cut off and with minor indents and deformations on it, indicative of an attempt having been made to use it during a procedure. The head portion of the implant exhibits an inconsistency with its associated drawing in the locking head mechanism which is intended to engage with the teeth portion of the implant in order to achieve and hold its grip/tension. The ratchet tooth did not extend as far out as is shown in the associated drawing, which could have contributed to the complaint condition. One of the returned instruments (lot 8726854) was manufactured in november, 2013. The other returned instrument (lot 8726864) was manufactured in november, 2013 as well. A design change was launched in (B)(4) 2015 for an issue related to the end cap not properly securing the spring as intended. The complaint condition of both returned instruments do not relate to the root cause addressed by the change order. All relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The technique guide provides specific instructions for lubricating the device prior to sterilization. The complaint condition of the instrument was attempted to be recreated, but could not be replicated. Upon review of the provided information, and inspection of the returned implant, a definitive root cause could not be determined. It was noticed that the angle of the tooth located in the locking mechanism of the implant was not representative of the angle listed in its drawing and the tooth did not extend as far as seen in the drawing. There are cautions in the zipfix technique guide in order to avoid damaging the locking head mechanism. It is possible that one of the listed cautions were disregarded, which could damage the locking head mechanism, as noticed with the returned zipfix implant. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27.nov.2013, part 03.501.080, lot 8726854 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.